Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device. Parents reported a slight head trauma has happened. Re-implantation is considered.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The recipient no longer has any hearing sensations with the device. Parents reported a slight head trauma has happened. The patient has been re-implanted.